Event description:
Dexcom g6 continuous glucose monitor must have changed the adhesive. Every time I use the dexcom g6 it leaves a rash. It did not sure to do this. It's a bad rash. FDA safety report ID# (B)(4).